Event description:
It was reported that the customer experienced an episode of elevated blood glucose (bg) level accompanied with diabetic ketoacidosis. Customer reported having to visit the hospital or emergency room due to bg, but did not provide any additional details, stating that they reverted to using their previous insulin pump which seemed to resolve the bg issue. Tandem technical support (tts) discovered that customer's settings in the current pump did not match the settings of the old pump, likely causing the bg issue. Customer declined to troubleshoot the issue further with tts, therefore no additional information was obtained.